Event description:
Customer reported that she had high blood glucose of 426 mg/dl due to her insulin pump had a delivery anomaly. Customer stated that the insulin pump under delivery. Customer stated that she changed her infusion set, insulin vial, but her blood glucose did not decrease. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.